Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil appears to have detached electronically based on the inspection on the delivery wire detachment zone. The functioning test could not be performed due to the condition of the returned device. Additional information indicated that the coil was confirmed to be in good condition after unpacking and preparation. There is no indication of a use error. Therefore, an assignable cause of ¿cause traced to component failure" will be assigned to the reported event, as the issue is associated with a product that meets the design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
During the coil embolization procedure, it was reported that the 8th coil (subject device) could not be detached. Therefore, the physician decided to remove the coil. However, the coil was mechanically detached in the microcatheter during removal. So the physician used a guidewire to push the coil into the aneurysm. After that, seven coils were deployed in the aneurysm and the procedure was completed successfully. No clinical consequences reported to the patient.

Event description:
During the coil embolization procedure, it was reported that the 8th coil (subject device) could not be detached. Therefore, the physician decided to remove the coil. However, the coil was mechanically detached in the microcatheter during removal. So the physician used a guidewire to push the coil into the aneurysm. After that, seven coils were deployed in the aneurysm and the procedure was completed successfully. No clinical consequences reported to the patient.